Event description:
Customer alleges discrepant results when testing with inratio meter. Per customer, meter in use for 2-3 weeks only. On (B)(6)09: 1st patient result with home inratio=6.2, dr ofc meter=5.3, lab=4.4; 2nd patient results inratio=4.0, lab=3.2. On (B)(6)09: 3rd patient result inratio=1.0, lab 3.8.

Manufacturer narrative:
Summary: end-user reported discrepant results (accuracy) when testing three patients. Patient no 1: both inratio and reference inr value of user are greater than 5.0, the results are beyond the documented acceptance region, and are not considered discrepant. The inratio and lab inr results of user are beyond confidence limits determine range, but the difference between the results was less than 2.2 which are considered accurate. Patient no 2: the comparison of inratio and lab results of user are within the confidence limits and meet accuracy criteria. Patient no 3: the comparison of inratio and lab results of user; results are not within the confidence limits and results do not meet accuracy criteria. Review of returned meter memory data shows discrepancy in reported inr data. In-house accuracy test; retained strip (B)(4) tested with therapeutic donor, on returned meter; accuracy criteria was met. Product deficiency not established. No further action required. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: for set 1, the comparative inr was obtained from the doctor's meter. The type of meter was not given. For sets 2-4, the comparative inr is from lab testers. For set 1, both values are greater than 5.0 inr. These values are not considered inaccurate. For set 2, the mean is greater than 5.0 and the difference between inr's is less than 2.2. Only one value is greater than 5.0. These values are not considered inaccurate. For sets 3 and 4, the mean of the inratio meter and comparative system inr were calculated. The values of 1.0 and 3.8 for set 4 are not within the confidence limits for inr testing. These results are considered inaccurate within the context of the documented variability for inr testing. Product testing is required. Retain strips (B)(4)were tested using sample from two therapeutic donors (one on (B)(6)09 and one on (B)(6)09) with returned meter and two in-house meters. The allowable difference between the inratio inr's and sysmex inr's are calculated. The three replicates for both samples are within the allowable bias. All meet the above criteria and no further action is required. All meters and strips performed as expected. No deficiencies found. No corrective action required as no product deficiency was established.